Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd. The following information was provided by the initial reporter: hi, I¿m a paramedic on the access team at (B)(6). I more just want to bring an issue my team has been having for the past 6-8 months with these IV catheters so you are aware. I¿ve been using these needles for the past 5 years with no issues at all. But 6-8 months ago me and my team noticed that upon clicking button to retract needle it has been getting caught inside catheter at half way. To release it we have needed to either wait a few seconds or wiggle it. I felt that I should at least put it on your radar if it¿s not already as very recently this issue has caused catheters to almost be completely pulled out. Me and another member of our team has had a few instances where we clicked the button to retract needle and while retracting it got stuck midway in catheter but pulled the catheter out with it. So far we have been able to recover the line easily but I¿m sure you guys don¿t intend for the needles to get caught and it has become a regular occurrence over months across multiple different sets of needles. We have mostly noticed it with 20gs as that¿s the size we use most. (B)(6) 2024 this is the exact type of needle we have been having the issues, last time I had a needle catch on catheter was my last shift which was on (B)(6) 2024. Looks like lot and everything is on packaging for needle.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4260455. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.